Event description:
Event description cpi received information that this ventak prx implantable cardioverter defibrillator (ICD) was beeping and exhibited an error code when interrogated. The error code indicated a possible problem related to external voltage while the ICD is charging. Further testing was conducted, and ICD charge times were normal. No action was taken at that time; the physisican will continue to follow the patient. This event was created during review of previous calls. Further investigation indicated that the patient has been tested twice since the first event occurred, and the ICD operated normally each time. The patient lives outside the us but is followed in the us; she will continued to be monitored according to a normal follow-up schedule.